Manufacturer narrative:
H10: the actual device was returned to philips bench where the technician was unable to replicate the reported issue. The technician found the device had audible sound and there were no speaker malfunction messages. Therefore, the cause of the customer's allegation is unknown. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported there was no audible sound on the mx40 telemetry device. The device was in use on a patient. There was no report of patient or user harm.